Event description:
Procedure: hysteroscopic essure sterilization procedure, (B)(4). During the procedure, surgeon stated the device misfired as he was attempting to insert the right essure coil. It did not reach all the way into the fallopian tube. Surgeon was able to grasp the coil and remove it. Coil was discarded but hand piece was saved. Another essure coil was obtained and functioned without incident. Patient tolerated procedure well and was discharged home the same day.